Event description:
It was reported to philips that the device did not shock during cardioversion. There was no reported direct harm to the patient, however the event caused a delay in therapy.

Manufacturer narrative:
The bench tech evaluated the device. It was determined that this was a malfunction of the therapy pca which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed. The bench tech replaced the therapy pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.